Event description:
Tibial set screw is used as one of the mechanisms to lock the tibial insert into the tibial baseplate, it was reported that the screw was loose in the joint space. Surgeon performed revision surgery to remove the screw and implant a new screw.